Manufacturer narrative:
This report is being filed to provide additional information. Root cause: based on the available information the root cause of the reported failure could not be determined. Possible causes include but are not limited to: a hairline crack in the manifold caused by damage during manufacturing: a tear on the tubing within one of the bond sockets caused by the application of excess solvent - inadequate contact tubing with a bond socket after solvent application - insufficient application of solvent to the tubing - inadequate insertion of tubing into one of the bond sockets.

Event description:
Per the customer, there was no air in the set and the blood diversion pouch was not filled with air.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The customer confirmed that no air was seen in the set. A disposable complaint history search for lot 2009182130 found no other reports of a similar failure. Correction: terumo bct has implemented a correction for this incident. Manufacturing staff were made aware of this issue and retrained to the appropriate procedures. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: the customer provided a photograph of the reported issue in lieu of the disposable set. The photo confirmed the presence of a leak from the vicinity of the 3:1 manifold component. It was not possible to specifically identify the leak origin. There was evidence of a small amount of air located within the 3:1 manifold, measured at approximately 1-2 mls. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that at the end of the donation on a trima device, the tech was removing the needle and a small amount of blood staining was seen under the donors hand. The customer inspected the harness closely as pressure to manifold ac/blood would leak from attachment area at manifold. There were no reported alarms during priming or during donation. The donor was not aware of the leakage as it was a small amount and not visible because it was under his hand. Due to EU personal data protection laws, patient (donor) information is not available from the customer. The disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.